Event description:
Title: technique for removal of a ganciclovir implant dislocated in the vitreous cavity. The aim of this study is to report a technique to remove a dislocated ganciclovir implant in the vitreous cavity in a 45-year-old man presented complaining of a moving object in his visual field and floaters in the right eye, and a 63-year-old man presented with a history of hiv, now on highly active antiretroviral therapy, cmv retinitis and ganciclovir implants in both eyes 20 years before. 7/0 vicryl (eth) was used to closed the incision, sclerotomies and conjunctiva. Reported complications: 7/0 vicryl (eth) 45-year-old man (n=1) vitrenous hemorrhage treatment: not reported cystoid macular edema treatment: topical prednisolone acetate 1% and nepafanac 0.1% eye drops. In conclusion, removal of a dislocated ganciclovir implant with its encasing strut can be effectively retrieved using a bimanual approach.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. As no contact information has been provided, no follow up can or will be performed at this time. If further details are received at a later date a supplemental medwatch will be sent. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: retin cases brief rep. 2024 jan 1;18(1):91-93. Https://doi.org/10.1097/icb.0000000000001320. Pmid: 36067423.